Event description:
Patient reports in need of nebulizer due to defective nebulizer. Pt did not provide any specifics. No missed doses or adverse events reported. Unknown if device is available for return. Serial/lot number are unknown. No additional information or details available. Indication: chronic obstructive pulmonary disease, unspecified.